Event description:
Cut rate 2000. Dr was using a 25 gauge and he felt like it was not cutting as it should. While pulling in vitreous it pulled in retina and damaged retina.

Manufacturer narrative:
Risk management at hospital states that the unit is being held by the hospital and will not be returned to the manufacturer for evaluation at this time. Risk management declined providing additional info including pt info at this time.